Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. A receiver charge test was performed and failed due to the usb connector damage. A receiver boot test was performed and failed due to the usb connector damage. Functional tests were not performed due to the usb connector damage. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the usb connector damage. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.